Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch veriopro meter read inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began ¿months¿ ago prior to contacting lfs; however, the patient reportedly continued to test with the subject meter. Days prior to contacting lfs, it was reported the patient obtained a blood glucose result of ¿364 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, after obtaining the alleged result, the reporter gave the patient a glass of water with sugar to drink. About 2 minutes later, the patient retested his blood glucose and obtained a result of ¿56 or 54 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these back to back glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. At the time of the retest, the reporter claimed the patient felt symptoms of dizzy and became ¿unconscious.¿ the patient was taken to the emergency room (ER) and obtained a blood glucose result of ¿64 mg/dl¿ with the physician/ hospital meter. The patient was administered intravenous fluids (type not clear) for about 20 minutes. After, the patient obtained a blood glucose result of ¿380 mg/dl¿ with the physician¿s/ hospital meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.